Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bowel resection. According to the reporter: the stapler was used for closure of the intestine rectum. The intestine was cut off above the stapler. It appeared that the rectum is still open and the staples were not found. The patient was made a stoma and he stayed at the ICU. This case was reported as a medical incident by our customer. No reinforcement material used in conjunction with the stapling device.

Manufacturer narrative:
(B)(4).